Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the seeds were shipped to surgery for urology in (B)(6) instead of (B)(6) medical center in (B)(6). The seeds were driven to (B)(6) medical center from (B)(6) for the scheduled implant. There was a 2-3 hour surgical delay due to the delivery error. However, the patient received their full prescribed dose.

Manufacturer narrative:
The reported event was confirmed, and the root cause was a customer service order processing error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿instructions for use brachysource® seed implants in mick® cartridges are supplied sterile. During the treatment procedure, the patient must be appropriately anesthetized. A qualified practitioner may place the brachysource® seed implants throughout the tumor volume according to a treatment plan for geometric arrangement. Brachysource® seed implants in cartridges have been designed to be compatible with mick® brachytherapy applicators and needles." The device was not returned.

Event description:
It was reported that the seeds were shipped to surgery for urology in (B)(6) instead of (B)(6) medical center in (B)(6). The seeds were driven to (B)(6) medical center from (B)(6) for the scheduled implant. There was a 2-3 hour surgical delay due to the delivery error. However, the patient received their full prescribed dose.